Manufacturer narrative:
MDR 3003442380-2024-02143 - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in germany. On (B)(6) 2024, it was reported that a patient faced a tubing issue with their infusion set. The patient mentioned that the tubing was detached or broken at the site connector. However, there was no mention of whether the cannula remained in the patient's body. It was observed that the infusion set had been in use for a period of 1 to 2 days. To resolve the issue, the patient replaced the infusion set and successfully resumed insulin deliveries. No further information available.